Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was tested for 24 hours with no reoccurrence of the system error 322. However, review of the history log was able to confirm the error. The upper and lower aux were replaced as known contributors.

Event description:
It was reported that a device alarmed for a system error 322. There was no pt injury reported.